Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/07/2015. Device evaluation: the device has been returned and evaluated by product analysis on 09/18/2015 with the following findings: review of the bb data shows the pump is running with inaccurate date/times. Data shows continual rebooting at end of use, however was not duplicated during this investigation. Investigation note: pump was run on a 24 hour basal program using test cap with no intermittent power/roboot occurrences. Battery cap not returned with pump; test cap used to perform investigation. Test cap securely attaches to pump. The pump was opened and evidence of moisture was found internally on battery canister and on the main pcb.